Event description:
I had a total hip replacement left on (B)(6) 2009. I rec'd the depuy total hip pinnacle acetabular cup sz mm50, s-rom metal on metal femoral head. Prior to surgery I had groin and thigh pain which did not improve and has increased since surgery. The grinding and popping got worse and in (B)(6) 2012 my doctor informed me it may be the metal-on-metal device. On (B)(6) 2012, I underwent another surgery to have the device removed. Physical therapy (B)(6) 2009.